Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. The customer was assisted with troubleshooting. The customer stated that insulin pump showed a red cross on book. Customer stated insulin pump had no damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Device received with corroded motor home switch.